Manufacturer narrative:
Concomitant medical products: nexgen mis stemmed tibial component, item 00595004701, lot 60673478. Nexgen mis drop down stem extension, item 00595006745, lot 60851706. Nexgen cr articular surface, item 00595204010, lot 60914160. Nexgen all poly patella, item 00597206538, lot 60887260. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It now reported that the patient was revised due to loosening of the femoral component.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event at this time.

Event description:
It was reported that after a knee athroplasty the patient was revised due to an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04694, 0001822565-2017-07699, 0001822565-2017-07700, 0001822565-2017-07701. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the op notes that the patient was revised due to osteolysis and loosening of the femoral component approximately eight years after the initial procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.